Event description:
A customer reported to baxter product surveillance of a clearlink set in which the tubing was noticed wrinkled, resulting in restricted flow while administering propofol to a patient. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample and a companion sample was submitted for an evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The units had satisfactory results when 8 psi was applied to the sets. The cause for this reported condition has not been identified a batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.